Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the cement was mixed in the mixer but the monomer didn't mix properly a new batch of cement and a new mixer were opened, and the procedure was continued. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from the manufacturer representative that there was no malfunction with the mixer reported and when filling cement into the first bfd, the cement was already highly viscous and required force. No user error was identified, but there is a possibility of insufficient cement mixing.

Manufacturer narrative:
G2: the country of the event is japan. G4. Please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog# c01a, 510k# k041584 and UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #(B)(4), part # c01a-j, lot # el70355 visual inspection confirmed the cement has been mixed and used in the mixer. Unable to determine viscosity of cement at the time of mixing/use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.